Event description:
Customer called to report an incident where the tubing and drip chamber separated during set up of patients treatment. No patient injury has been reported. No additional information is available on this incident.

Manufacturer narrative:
Device has been requested for evaluation. If device becomes available and an evaluation is performed, a follow-up medwatch will be filed.